Event description:
It was reported to boston scientific corporation that a resolution 360 clip device was used during a colonoscopy procedure for polyps performed on (B)(6). 2023. During the procedure, the clip cannot be properly released from the catheter. The procedure was completed with another resolution 360 clip. There were no patient complications reported as a result of this event. No further information has been obtained despite good-faith efforts.

Manufacturer narrative:
Block h6: imdrf device code a15 captures the reportable event of the clip that cannot be properly released from the catheter.

Manufacturer narrative:
Block h6: imdrf device code a15 captures the reportable event of the clip that cannot be properly released from the catheter. Block h10: investigation results: the returned resolution clip device was analyzed, and a visual evaluation noted that the device was returned without the clip assembly attached and with evidence of full deployment. Dimensional analysis was performed, and the measures were found within specification. No other problems with the device were noted. The reported event of clip could not be deployed was not confirmed. Investigation found that the device was returned without the clip assembly and with evidence of full deployment, indicating that the clip did release from the catheter. However, it is important to mention that the presence of the clip assembly is very important to the investigation in order to analyze any failure that could contribute with the problem faced by the physician. Additionally, it is important to take into consideration that during the product analysis, the dimensions between the hooks of the bushing were measured, and they were within specification, excluding the possibility that the device components dimensions interfered with the device performance. The returned device review showed no evidence of either the alleged(s) or any defect which could have contributed to the event. Therefore, the most probable root cause for this complaint is no problem detected.

Event description:
It was reported to boston scientific corporation that a resolution 360 clip device was used during a colonoscopy procedure for polyps performed on (B)(6) 2023. During the procedure, the clip cannot be properly released from the catheter. The procedure was completed with another resolution 360 clip. There were no patient complications reported as a result of this event. No further information has been obtained despite good-faith efforts.